Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response from the esc button due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to lack of button response. The insulin pump was received with a cracked reservoir tube lip, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's most recent blood glucose was 77 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.